Manufacturer narrative:
Date of reported event is unknown.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the pump failed accuracy by -10.7 percent. The event occurred while testing. No further information was provided.

Manufacturer narrative:
Returned device was received in good physical condition but the dso seal was cracked. During the evaluation of the device, the accuracy of the device was faulty during testing which confirmed the reported inaccuracy issues. The pump's expulsor was replaced to fix the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.